Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
It was reported that deployment issues occurred. The target lesion was located in the moderately tortuous gastroduodenal artery (gda). A 4mmx10cm interlock -35 was used for embolization. During the procedure, the coil was half deployed when detached from pusher wire. The physician removed the pusher wire and used a non-bsc wire to push the coil into the target aneurysm. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.